Manufacturer narrative:
For this specific complaint, the end user gave us very limited information. No product codes, lots, or expiry dates were given to us at the time of call. We have made three attempts to contact the user and have not received an answer. A follow up report will be submitted if additional information becomes available. This report has been finalized on 3/20/2026 at 2:03 pm est. Currently the device code section is not functioning which disallows bundling to submit. Attempts will continue to be made between now and the 22nd to submit within the 30 day requirement.

Event description:
End user stated left a voicemail that the i.s was wrapped but did not have a cap on it and stabbed themselves and wants her money back. She ordered through amazon. Customer service rep called back, no answer left voicemail.